Event description:
This catheter was inserted in 2001 and two months later it was noted there was a crack in the venous hub. The hub was the only part they saved. No other information provided in initial report.